Event description:
Revision surgery - the patient had a hemiarthroplasty for a 4 part fracture in 2007. The patient then developed rotator cuff arthropathy and required a revision to the reverse total shoulder.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 6 years 4 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product and was dispositioned return to vendor. (B)(4). The root cause for the instability was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There is no indication of a product or process issue affecting implant safety or effectiveness.